Event description:
The customer observed a false positive architect total -hcg result for 31-year-old female patient sample. The following data was provided (customer¿s reference range 0-5 miu/ml is negative): 20aug2024 initial result = 866.93 miu/ml; same sample repeated two days later and result = <0.5 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total hcg result for 31-year-old female patient sample. The following data was provided (customer¿s reference range 0-5 miu/ml is negative): (B)(6) 2024 initial result = 866.93 miu/ml; same sample repeated two days later and result = <0.5 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house accuracy testing with a retained reagent kit of the complaint lot. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot did identify a slight increase in complaint activity; however, no trends were identified. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot or complaint issue. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 61200ud02 was identified.